Event description:
I bought an oral-b professional 4000 series electric toothbrush. Over the course of the past 2 years, it has seemed to have caused some of my gum to recede from my teeth, exposing the root. I contacted p and g, but they won't provide a refund. Retailer: pg.com. Purchase date: (B)(6) 2012. (B)(4).